Manufacturer narrative:
(B)(6). Synovis has elected to submit mdrs related to coupler malfunctions regardless if the event was considered likely or unlikely to cause or contribute to death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a gem microvascular anastomotic coupler, model gem2752, lot number sp17c17-1220053, did not align properly during surgery anastomosis (venous). The coupler was excised and a new coupler was used to complete the anastomosis. There was no report of patient injury or post-op medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. The device history record was obtained and reviewed for lot # sp17c17-1220053. The coupler ring separation force results noted in the DHR for this lot were within specification. The coupler ring retention force test results were within specification. 100% functional alignment testing was performed on each device during the manufacturing process. 100% visual inspection for broken or missing parts was performed. The lot passed visual and functional inspection. The released product met specification. The root cause of the event could not be determined. The DHR review indicates that the lot met specification. There is no immediate evidence to support why the coupler ring slid out of the wing jaw assembly during use. Should additional relevant information become available, a supplemental report will be submitted.